Event description:
It was reported that the user experienced hyperglycemia while using the ilet with dexcom g7, with cgm readings peaking in the 320s and glucometer values up to 344 mg/dl after a routine evening supply change; the user performed a site change, then a full supply change with brand-new, in-date insulin, denied leakage, adhesion issues, air or blood in the set, and noted only a small amount of zero-sugar yogurt for medication, after which glucose eventually trended down to 150 by the next morning. Symptoms included hyperglycemia and lethargy. Outcomes included the need for unexpected medical intervention in the form of medication management. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings and insufficient information to identify a device-related problem or component-specific issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.